Event description:
The sales rep, reported on behalf of the customer, that part of the asnis screw sheared off during surgery.

Manufacturer narrative:
Device will not be returned. If additional information is received, it will be reported on a supplemental report.